Event description:
I received my first set of saline breast implants in 2006. Then had them replaced in 2015 with mentor high-profile textured cohesive silicone implants. I had quite a bit of capsular scarring in my left breast and was diagnosed with breast cancer in that breast in november of 2018. In may 2022, I had the implants removed due to further scarring from radiation treatments and underwent a partial mastectomy and reconstruction during that time as well. FDA safety report ID (B)(4).